Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Other device used: catalog #unk, unknown zimmer trilogy liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient required revision for recurrent anterior dislocation.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices were used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The patient developed booker classification IV heterotopic ossification. Based on the information provided in the journal article a revision arthrotomy was performed for partial excision of the ischium to correct impingement that was occuring and causing anterior levering of the hip. The information suggests this is a likely cause for the reported recurrent dislocation.